Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Replaced with a true metrix product. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
At follow-up call for replacement meter, consumer reported complaint for erratic blood glucose test results (reference (B)(4)). The customer is concerned with test results from non-fasting back to back blood tests of 157, 90, 92, 227 and 103 mg/dl. The customer's expected non-fasting blood glucose test result range is 120 - 130 mg/dl. Customer stated she is no longer using the truetrack meter. Customer stated her doctor wants her to check her blood sugar to prevent gestational diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/16/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer is concern with all these results. These test were taken 1 hour after eating.